Event description:
It was reported that intermittent air bubbles were observed within the canister. Reportedly, customer continued to use existing pump supplies for insulin delivery. The customer's blood glucose (bg) level was 564 mg/dl. Customer delivered a correction bolus via the pump to address bg.